Manufacturer narrative:
H6: upon receipt of the device, ventec downloaded its electronic records (system logs) for analysis and confirmed that the device had rebooted by itself. Ventec opened the device in order to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.

Event description:
It was reported to ventec that the device needed service. During evaluation ventec observed that the device was rebooting by itself. There were no reports of patient involvement associated with the reported issue.